Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer called and reported that they received emergency medical assistance due to low blood glucose on (B)(6) 2017 with blood glucose of 10-72 mg/dl at the time of the incident. The customer was at 201 mg/dl at the time of the call. The customer used food and was given glucagon to treat. The customer was wearing the insulin pump during the incident. Customer was driving during the incident. Troubleshooting was completed and the customer believes the pump is under delivering. Customer is not sure if his pump is having trouble delivering basals. The customer kept going low even after he suspended the pump and didn't have any insulin on board. The customer also had a high of over 400 mg/dl. The customer bolused with the pump to treat the high. The insulin pump will be returned for analysis. Pump passed functional testing.